Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was unknown at the time of the incident. Customer stated that customer had gotten no power alarms three times in the last three days. Customer states the battery cap was normal. Troubleshoot was performed for battery power loss. Customer will return device for analysis.